Event description:
Customer was admitted to the hosp for high blood glucose levels and diabetic ketoacidosis. Customer stated that the pump was not delivering insulin. Troubleshooting was performed. E-13 and e01 alarms were found in history. Pump was incorrect and basal rates were erased from the pump.